Manufacturer narrative:
Results: the penumbra system ace 60 reperfusion catheter (ace 60) was fractured approximately 132.5 cm and ovalized approximately 96.0 cm from the hub; the catheter¿s shaft was kinked in multiple locations. Conclusions: evaluation of the returned devices confirmed that the ace 60 was fractured. This type of damage likely occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. In addition, the ace 60 was kinked in multiple locations. These kinks were likely incidental and may have occurred during packaging of the device for return. Further evaluation revealed that the ace 64 had unwound coil inside the hub. The unwound coil was revealed to be the distal tip of the fractured ace 60. This damage likely occurred due to attempts to insert the ace 60 through the ace 64. By design, the ace 60 is not compatible to be inserted through an ace 64, and attempts to use the devices in this manner will likely result in damage to one or both of the devices. The ace 64 was also kinked in multiple locations along the catheter¿s shaft. These kinks were incidental and may have occurred during packaging of the device for return. All penumbra catheters are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00897.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace 60) and a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, the physician used the ace 60 for the first pass and after aspiration, the ace 60 was removed. After removal, the tip of the ace 60 was found to be fractured and could not be used for the second pass. The physician did not encounter any resistance, friction or difficulty while using the ace 60. An ace 64 was then opened for the procedure and it was noticed that there was an unwinding of coiled wire at the hub of the ace 64. The physician attempted to advance a penumbra system 3max reperfusion catheter (3max) through the ace 64; however, the wire was uncoiling again at the hub and subsequently, the ace 64 did not enter the patient's body. Again, the physician did not encounter any resistance or friction while attempting to advance the 3max through the ace 64. The procedure was then successfully completed using a new ace 64 and the same 3max. There was no report of an adverse effect to the patient.